Manufacturer narrative:
Visual assessment of the drill confirmed the reported breakage. The entire drill head has broken from the shaft. The shaft of the drill is bent and scored along its length. The condition of the device is consistent with drilling over a bent guidewire. Per the device IFU ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ after the evaluation the root cause for the reported issue was determined to be user error.

Manufacturer narrative:
(B)(6). A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Event description:
During a transtibial acl procedure it was reported that the surgeon began to drill the femoral tunnel and he inserted the femoral aimer through the tibial tunnel and drilled with a pre used 2.4mm passing pin. To remove the femoral aimer the surgeon extended the knee to about 50 degrees, and then flexed back to 90 degrees. After drilling the femoral tunnel the scrub nurse noticed the top of the drill bit was missing. On inspection it was seen that the fluted part of the drill bit had broken into three fragments. Two were embedded into the femoral tunnel, one part floated off into the back of the joint. Utilizing x-ray he retrieved all three fragments arthroscopically with no need for further incisions, but the incident delayed the procedure by at least forty-five minutes.